Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to diabetic keto acidosis. Blood glucose level at the time of incident was unknown. It was unknown that whether customer was using the auto-mode feature. The troubleshooting was performed. The insulin pump will not be returned for analysis.